Manufacturer narrative:
Date sent to FDA: 8/25/2020. Additional information: a2,b7,d3,g1,g2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted the hernia sac was encountered. The hernia sac was then sharply excised. Mesh foreign body was also removed. Adhesions were taken down with sharp dissection. It was reported that the patient experienced tingling and pain. No additional information is provided.